Event description:
It was reported by the aci sales professional that a male patient underwent a coronary procedure on (B)(6) 2013. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that post deployment the patient developed severe pain and a retroperitoneal hematoma. A cta (computed tomography angiography) showed active bleeding from the anterior wall of the femoral artery. Under general anesthesia, a foley catheter was placed and the right groin was opened through a longitudinal incision. The common femoral artery was then controlled just below the inguinal ligament. The bleeding point was just distal to this point in the mid portion of the common femoral artery. The vessels were temporarily occluded. After evacuation of a 20cm by 8cm hematoma, 2 sutures were applied to the hole in the femoral artery. There was no further bleeding at this point. There were excellent pulses in the femoral vessels distal to the repair and there was excellent doppler flow. The wound was irrigated out with the bacitracin solution and closed in layers with 2-0 vicryl (synthetic absorbable sterile surgical suture), 3-0 vicryl, 4-0 vicryl and monocryl (monofilament suture.). The patient tolerated the procedure well and had excellent pulses at the end of the procedure.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.